Event description:
It was reporting that the insulin pump had unresponsive buttons. Troubleshooting was performed. The device rested and it had frozen display. No further info was provided.

Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 80 mg/dl (advantage) and 20 mg/dl (paramedic's meter). Customer was treated for hypoglycemia with an IV of unknown contents by the paramedics. Customer was not transported to the hospital. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.